Event description:
Switched to onetouch verio flex bgm(blood glucose monitor) on (B)(6) 2024. Bg readings were high for me and made it difficult to detect hypoglycemic events or determine their severity. Control solution level 3 tested in the range indicated on the onetouch verio test strips (102-138mg/dl). On (B)(6) 2024 I followed instructions for testing and comparing laboratory results included in the meter's owner's guide. I tested a finger stick on the meter, with the correct strips, from an unexpired lot that had tested and passed with their control solution. This finger stick was done less than 5 minutes after labs were drawn. Finger stick on meter read 132mg/dl, lab result for blood glucose was 105mg/dl. This large discrepancy matches what I saw with readings since using the meter, so when I had readings in the 50s and 70s I was likely nearing or critically low and had I ignored or been less aware of my symptoms at risk of missing or under treating a hypoglycemic event. Both tests done within less than 5 mins/essentially at the same time.